Manufacturer narrative:
(B)(4). As the machine was not returned, a complete device analysis cannot be completed. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
This is a report of a patient who was hospitalized for an unspecified heart condition coincident with therapy for peritoneal dialysis. Treatment information was not reported and it was unknown if the patient recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of the device service history was not performed as the last known service event was more than a year from the date of the event. As the device was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.